Manufacturer narrative:
A biomérieux internal investigation was performed. The vitek ms data was analyzed for the tests performed. Vitek ms results : *sample 1 = (B)(6), -first test = single choice to e.coli, -second test (new preparation) = single choice to enterococcus faecalis. *sample 2 = (B)(6), -first test = single choice to e.coli, -second test (new preparation) = single choice to streptocococus agalactiae. *sample 3 = (B)(6), -first test = single choice to e.coli, -second test (new preparation) = single choice to streptocococus agalactiae. *sample 4 = (B)(6), -first test = single choice to e.coli, -second test (new preparation) = single choice to enterococcus faecalis. *sample 5 = (B)(6), -first test = single choice to e.coli, -second test (new preparation) = single choice to acinetobacter baumanni complex. *sample 6 = (B)(6), -first test = single choice to e.coli, -second test (new preparation) = single choice to klebsiella pneumoniae. *sample 7 = (B)(6), -first test = single choice to pseudomonas aeruginosa, -second test (new preparation) = single choice to e.coli. *sample 8 = (B)(6), -first test = single choice to e.coli, -second test (new preparation) = single choice to e.coli, -third test (new preparation) = single choice to pseudomonas aeruginosa. *sample 9 = (B)(6), -first test = single choice to e.coli, -second test (new preparation) = single choice to streptococcus agalactiae. *sample 10 = (B)(6), -first test = single choice to e.coli, -second test (new preparation) = single choice to enterococcus faecalis. Culture conditions : -culture media : macconkey and urine tube (cf. Pictures), -incubation time : unknown. *conclusion on the system. =>the system was operational during the tests. =>spot preparation quality was good (the "all peaks number" from the calibrator strain is quite homogeneous - it can be extrapolated to sample spot preparation). *conclusion on the identification: =>regarding the information provided, the second acquisition (new preparation) gave the expected identification for all samples tested. =>regarding the analysis of the data, the issue could be linked to : -cross contamination between calibrator spots and sample spots: in this case the spot positions which may be affected are b2 b3 c2 c3, f2 f3 g2 and j2 j3 k2 k3. Only 2 out of 10 tests (samples 7 and 9) were put in one of these positions, consequently the issue is not linked to cross contamination between calibrator spots and sample spots. -contamination of the matrix with the calibrator strain (e.coli): it is possible the technician forgot to change tips after the preparation of the calibrator spots and contaminated the matrix. This is the most probable cause of the issue, as nine out of the ten samples tested gave e. Coli during the first test (all samples except sample 7 - (B)(6)). The second acquisition with new preparation gave the expected identification for all samples tested. Another matrix tube have probably been used to prepare new spots for the second test. Regarding the sample 7 (accession ID: (B)(6)), as the system was operational, the most suspected cause is also a sample spot preparation issue. Note: the following information is mentioned in the workflow user manual ref 4501-2233 - e: "make sure that only fresh, sterile pipette tips come into contact with the vitek® mschca matrix. Change the pipette tip after each individual deposit to avoid contamination of the matrix."

Event description:
A customer in (B)(6) reported misidentifications for ten (10) urine samples on (B)(6) 2018 in association with the vitek® ms instrument. The technician made a slide with multiple gram negative and gram positive samples. The results included an incorrect ID for acinetobacter and nine (9) other samples. A new slide was prepared and the correct results were obtained with retesting. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health.